Event description:
A (B)(4) that was received on (B)(4) 2014 indicated that a sheath was placed in the pulmonary artery. A stent was introduced through the sheath, however, the sheath got stuck in the stent shut and was unable to be removed. Patient was taken for pervious planned surgery and was removed at that time. No additional information regarding patient outcome has been provided. Per information provided by the district sales manager that after speaking to those involved with the case, the district sales manager was told the difficulty experienced was not default of the cook product. (B)(4).

Manufacturer narrative:
(B)(4). Event is still under investigation. Final report will be submitted upon our completed investigation.

Manufacturer narrative:
No product was returned to assist in the investigation of the event. Based on the customer statement, a sheath was placed in the pulmonary artery. A stent was introduced through the sheath, however, the sheath got stuck in the stent strut, and could not be removed. Pt was taken for previously planned surgery and the device was removed at that time. During investigation, a review of complaint history, instructions for use (IFU), mfg instructions (mi) quality control (qc) specs and product specs was conducted. Per quality control (qc) specs, there is a confirmation that the distal tip of the sheath is sanded and free of rough edges as well as confirmation that the suface of the sheath is free of excessive dents, bumps, or scratches. The provided instructions for use (IFU) states the precautions as "this product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths should be employed." "When inserting manipulating or withdrawing a device through an introducer always maintain introducer position." "When inflating a balloon at or close to the introducer tip, ensure the balloon is not inside the distal tip of the introducer." Detection activities have been conducted, and it is reasonable to suggest that the difficulty in removing the introducer was caused by unintended contact of the stent with the introducer during deployment. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera), it was concluded that there is insufficient risk to require any further action at this time.

Event description:
A voluntary medwatch report that was received on 06/24/2014 indicated that a sheath was placed in the pulmonary artery. A stent was introduced through the sheath; however, the sheath got stuck in the stent strut and was unable to be removed. Patient was taken for previous planned surgery and was removed at that time. Per info provided by the district sales manager that after speaking to those involved with the case, the district sales manager was told the difficulty experienced was not default of the cook product.